Manufacturer narrative:
(B)(4). Approximate age of device - 5 years. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the lvad system was producing elevated power readings. The patient was asymptomatic. The manufacturer¿s technical services representative observed trajectories consistent with device thrombosis on log file analysis. Additional information was requested but was not provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of power elevations, a specific cause for the events could not be conclusively determined through this evaluation. In addition, a direct correlation with the left ventricular assist system (lvas) could not be conclusively established. The submitted log files captured transient elevation in power and estimated flow, reaching values up to 15.5 w and 12.0 lpm, respectively. Despite the observed parameter elevations, the pump appeared to have operated as intended with no atypical alarms throughout the duration of the captured data. The pump was returned assembled with the percutaneous lead severed approximately 13 inches from the pump housing. The remainder of the lead was returned in a segment measuring approximately 26 inches. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and outlet elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and sealed outflow graft bend relief collar were returned unattached from the graft attachment. The device appeared to have been exposed to a fixative agent. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that a pump exchange to another manufacturer's device was planned for (B)(6) 2017.